Event description:
Edwards received information that a small coronary sinus perforation was identified during the use of a proplege catheter. The anesthesiologist reported there was no difficulty noted during insertion. Echo and fluoro were used during placement. There was no resistance and no bowing of the catheter prior to the coronary sinus perforation. The anesthesiologist reported that the event was due to the mechanics of the operation not the mechanical function of the device. The surgeon converted the procedure to an open sternotomy. Patient status was reported to be unknown.

Manufacturer narrative:
The device was not returned to edwards for analysis. Based on the information received, edwards determined the root cause for this event was due to operational context. There was no allegation of product malfunction reported. Injuries to the coronary sinus are listed as a potential complication in the product instructions for use (IFU), which have been reviewed and found to be adequate. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.